Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, crease/folding of implant.

Event description:
Healthcare professional reported a right side possible fold and rupture. Device remains implanted.